Event description:
The baxter workshop reported an infusion pump that began to smoke as the pump head module was being removed during service and repair. Visible smoke was observed coming from the front display area, however, no damage was found. There were no reports of pt injury or medical intervention. The device is already in the workshop awaiting completion of the repair. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.